Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has received the suspect device/component from the customer for evaluation. Once the failure investigation is completed, a supplemental report will be submitted. The device trained customer has repaired the device per the product service manual instructions and returned the device to working condition.

Event description:
The customer reported during set up of the device off patient use, the avea ventilator displays the extended high peak pressure alarm and did not reset on start up.

Manufacturer narrative:
Field remediation: the reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications per the device trained customer. No further investigation will be performed.